Event description:
Reportedly, during pacemaker interrogation, the user observed that the 24 hour heart rate curve occasionally showed a drop in frequency to 35 min-1. The device was programmed in safer mode with basic rate 70 min-1 and max rate 120 min-1. Neither hysteresis or rest rate was programmed. The patient did not report any symptoms.

Manufacturer narrative:
Based on preliminary analysis, the observed behavior was due to an interaction between the safer pacing mode and the patient¿s condition.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during pacemaker interrogation, the user observed that the 24 hour heart rate curve occasionally showed a drop in frequency to 35 min-1. The device was programmed in safer mode with basic rate 70 min-1 and max rate 120 min-1. Neither hysteresis or rest rate was programmed. The patient did not report any symptoms.

Event description:
Reportedly, during pacemaker interrogation, the user observed that the 24 hour heart rate curve occasionally showed a drop in frequency to 35 min-1. The device was programmed in safer mode with basic rate 70 min-1 and max rate 120 min-1. Neither hysteresis or rest rate was programmed. The patient did not report any symptoms.